Manufacturer narrative:
Arjo was notified of an event with a ninjo flusher. The customer informed the arjo technician that their flusher had caught fire and the fire brigade was called to extinguish the fire. Nobody was injured or harmed. The device was inspected by arjo. It was determined that the steam generator's plug connection had been burnt. The steam generator was removed from the device by the fire brigade and stored by the building services. Burnt cable connections were also visible. Moisture on electronic components due to the fire brigade operation and traces of smoke on the plastic covers and technical room were observed. Based on the information received, the photos provided, and consultation with the manufacturers' product engineer, it appears that the ignition of the device was caused by the overheating of the steam generator due to leakage contributing to lack of water inside the generator. The overheating of the generator resulted in the electric connector melting and the flame spreading to other components of the flusher. The ninjo flusher involved in the event reported was equipped with previous design steam generator - manufactured prior to feb-2020. The change of steam generator was related to improvement of the thermal protection (temperature limiter) which was changed from an automatic reset to manual reset. The previous design of thermal protection has an automatic reset, which means that in case of overheating, the thermal protection will turn off the steam generator at a set point, then automatically turns on if the temperature drops by 10k below the set point. This can result in a significant amount of switching on and off, which as a result could lead to a malfunction - possible overheating. The design of thermal protection was improved and now has a manual reset, which means that in case of overheating, the thermal protection will turn off the steam generator at a set point and will not turn on. Only trained service technician can restore the device to normal operation. In addition, the service technician performs a quality check to verify whether it meets design specifications. Arjo decided to investigate potential scenarios for the cause of fire ignition. It was concluded that a leakage from the steam generator could cause a short circuit in electrical components, which may result in thermostat failure and lead to high temperatures inside the steam generator. The fault occurs randomly and is the result of various factors, including product maintenance, correctness of connections, and water quality. In some cases, the leak can lead to device ignition, melting of components, burning, or smoking. According to the ninjo instruction for use (6001313002), a periodic maintenance and system testing must be performed to ensure safety and the machine's proper operation: for the steam generator part ¿ every year / 7500 cycles: ¿check the connections to the steam generator for leakage and make sure the surrounding insulation is intact and no hot surfaces are exposed.¿ ¿check that the steam generator is working properly.¿ in summary, we concluded that the reported event (ignition of the device) could be caused by the overheating of the steam generator, in which the thermal protection did not cut off the power. Arjo device failed to meet its performance specification. As per the collected information, no injury or other health consequences were reported to be a result of this event. This complaint was decided to be reported to the regulatory authorities due to indication of a fire occurrence.

Manufacturer narrative:
The investigation completion is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
Arjo was notified of an incident with a ninjo flusher. The customer informed the arjo technician that their flusher had caught fire and the fire brigade was called to extinguish the fire. Nobody was injured or harmed. It was determined that the steam generator's plug connection had been burnt. The steam generator was removed from the device by the fire brigade and stored by the building services. Burnt cable connections were also visible.